Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and small amplitude r waves. The sensing polarity was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Six ventricular nst<=210 ms between (B)(4)-2011 and (B)(4)-2012. One patient alert for lead failure predictor on (B)(4)-2012.